Event description:
During the endoscopic retrograde cholangiopancreatography (ercp), there was suddenly no resistance. The device stopped cauterizing and broke. The scope was removed from inside patient.